Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing intermittent elevated blood glucose (bg) levels displayed as "high"; although specific value was not provided. Cause was not known. Customer administered a correction injection to address the bg.